Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 55840008545, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient who had revision of previous l5-s1 fusion. It was reported that approximately three months after the surgery, the patient fell from a height of about 4 feet and twisted their body, which led to the set screw from the right side s1 screw popping off. Post-operatively, the patient suffered from back pain and continued back/leg pain. The damaged products were explanted. No further complications were reported.

Manufacturer narrative:
H3: product analysis of part # 55840008545 : lot # h5967883 visual and optical inspection did not reveal any damage to the screw threads that would contribute to the set screw popping out of the saddle. Optical inspection revealed wear on the crown of the screw from the seating of the rod. Functional inspection with a sample set screw and rod confirmed the rod was able to be tightened down without any issue. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image review: axial CT shows metallic artifact for screws. An object construct with c set screw appeared to be located between the two screws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.